Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in an av fistula, the pta balloon allegedly ruptured and was allegedly difficult to retract through the sheath. Another pta balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned, however two electronic photos were provided for review. Based on the photo review, a break at the proximal butt was visible. However, the inner guidewire lumen was still intact. Additionally, the distal tip of the introducer sheath was flared, indicating retraction issues. Therefore, the investigation is confirmed for a break at the butt joint and for sheath-related retraction issues. The investigation is inconclusive for the reported balloon rupture as no ruptures were able to be identified and as the device was returned or able to be functionally tested due to the break. It is likely that the retraction issues led to the catheter break at the butt joint. Although it is possible that ruptures can lead to retraction issues, the definitive root cause for the retraction issues or alleged rupture could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure in an av fistula, the pta balloon allegedly ruptured and was allegedly difficult to retract through the sheath. Another pta balloon was used to complete the procedure. There was no reported patient injury.